Event description:
It was reported by the affiliate that when the device, with original and reload cartridges, was used during a splenectomy procedure, incomplete staple lines were produced. Another device was used to complete the case. There was no consequence to the patient.